Manufacturer narrative:
(B)(4).

Event description:
New information received noted that extended charge time was presenting due to alleged internal damage to the capacitors used in the high voltage charging circuitry of the decedent's ICD, resulting in a life threatening event. The patient developed a flu and had four heart attacks prior to death. The patient went to the hospital on (B)(6) 2014 where compressions were performed for ten minutes. The device delivered a shock and the patient passed away.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient¿s attorney that the patient expired as a result of the allegedly defective device. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.